Manufacturer narrative:
Final analysis found the complete lead was returned in four pieces. External insulation abrasion was found at 42.7 ¿ 43.8 cm and 51.6 ¿ 53.0 cm from the connector pin breaching the outer insulation and exposing the outer coil. The damages at this region were consistent with friction to another device or feature of the patient anatomy. The cause of the reported event was due to the external insulation abrasion found at this location. Other damages found were consistent with procedural damage.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
Related manufacturer reference number: 2017865-2020-12384. It was reported that the patient presented remotely. Review of the remote transmissions revealed the right atrial (ra) exhibited noise; the right ventricular (rv) leads exhibited noise reversion episodes. During procedure, abrasion was noted on both the leads. The ra and rv leads were explanted on (B)(6) 2020. The patient was in stable condition.